Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke during advancement. Another balloon catheter was used to retrieve the distal segment of the shaft. Pt status is listed as "okay".